Event description:
It was reported there was a volume discrepancy. The pt had return of spasticity and the hcp felt that the pt was underdosed with her baclofen. A roller study was successful with roller turning as it should. The hcp was not able to successfully complete the catheter dye study; not able to aspirate. The pt had undergone back surgery and the hcp believes damage was done to the catheter during that time. The pump would be programmed to minimum rate to keep pump operating properly and the pt was put on oral baclofen because she went through withdrawals after her back surgery. The catheter was replaced in 2005. The plan was to change the baclofen from 4000mcg/ml to 2000mcg/ml concentration. See MFR's report #6000030200501164.

Manufacturer narrative:
This report is being submitted following an internal audit.